Event description:
It was reported that the patient experienced pain and swelling at the ipg site. It was also stated that the patient felt undesired feeling down the legs which described as shocky feeling. The patient underwent a procedure wherein the ipg was relocated and remained implanted. The patient was doing well postoperatively.